Manufacturer narrative:
(B)(4). Concomitant medical products: maxim interlok I-beam fixed tibial plate, catalog #: 141223, lot #: 188840, maxim posterior stabilized tibial bearing, catalog #: 11-146552, lot #: 039960, maxim interlok femoral component, catalog #: 145112, lot #: 232270. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03344, 0001825034-2018-03345, 0001825034-2018-03346, 0001825034-2018-03347.

Event description:
It was reported that the patient underwent a right total knee revision arthroplasty approximately 13 years post implantation due to pain. Prior to the revision the patient reported being told the patella component needed replaced and was told that the knee came apart in pieces when revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that patient had revision with the removal of all components due to painful right knee from metallosis, wear on metal patella and loosening of the tibia component. Patient was revised with competitor product.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Reported event was confirmed by review of actual device and operative reports received. Visual inspection shows that the tibial tray and locking bar both have cement residue and show signs of wear. Visual inspection of the bearing shows cement residue and wear/delamination. The femoral component shows excessive cement reside and signs of wear. The patella has cement residue and shows signs of wear and the poly base is disengaged from the metal and has a hole through it. Device history record (DHR) was reviewed and found one piece was rejected fur burrs on edge of poly and meta, two pieces were rechecked for overspray on pegs and three pieces for overtrim on edges which were later accepted per product deviation report. One piece was rejected for rough coating on device per product deviation report. Surgical notes were provided for the revision surgery that took place on (B)(6) 2004. The surgical notes state the patient underwent revision or right knee due to failed right knee total knee arthroplasty. The knee was flexed to 90 degrees after placement of all components. The intraoperative x-rays were taken after placing the implants and the radiology reports state the knee showed anatomic alignment with no fractures, dislocations or loose bodies. Review of the operative notes from the revision determined that all components were removed due to painful right knee from metallosis, wear on metal patella and loosening of the tibia component. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.